Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Atrial undersensing observed in the device memory electrograms. (B)(4).

Event description:
It was reported that during a device interrogation, the patient's right atrial (ra) lead had undersensing during an abnormal heart rhythm episode, which had occurred approximately a month prior to the interrogation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.